Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt's left hip was revised due to metallosis and pseudo tumor.